Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: g3/g4, h6. MDR section codes updated/corrected: a, b, c, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: ((B)(6)), 204-04-45 - trapezoid tibial tray sz 4f/5t; ((B)(6)), 204-24-13 - ps tibial inserts sz 4, 13mm; ((B)(6)), 200-02-38 - three peg patella 38mm. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated report: 1038671-2023-00536. If no device return, but images, radiographs, and/or op notes received for investigation: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported via legal documentation that approximately 55 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening and pain. Post operative diagnosis noted aseptic loosening of the femoral component, significant osteolysis around the femoral component and damage to the tibial polyethylene as a consequence of cement fragmentation. Intraoperatively the surgeon observed the tibial insert was well fixed but was elected by surgeon to replace the insert. It was noted there was no significant osteolytic changes affecting the tibial insert component. The surgeon observed synovitis throughout the knee and the femoral component loose with osteolytic cysts in the femoral condyles. No further issues or complications were reported. No medical or surgical interventions were reported.